Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 24mm synergy¿ drug-eluting stent was advanced to treat the lesion but unsuccessful direct stenting was encountered. When the device was removed, it was noted that the stent was damaged. Another 24x3.0mm non-bsc stent was advanced with the used of guidezilla guide extension catheter and the procedure was completed. No patient complications were reported.